Manufacturer narrative:
Pump received with a failed batt test alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify device test failed due to failed batt test alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Found multiple failed batt test alarm11/10/2025 21:35:45.000, 11/10/2025 21:36:03.000, 11/10/2025 21:37:15.000. Pump was cut open to perform visual inspection and found moisture damage on electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, label damage. Unable verify device test failed due to failed batt test alarm. Failed batt test alarms during testing and in trace history due to moisture damaged electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was exposed to moisture, and a leak was found in the reservoir compartment. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a. Troubleshooting was performed for the reservoir leak, and the customer reported that the leak was at the o-rings. Troubleshooting was performed for fluid in the pump, and the customer reported that the fluid was under the reservoir compartment. Troubleshooting was performed for damage, and the customer reported that the pump did not pass the displacement test. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. The customer will discontinue use of the reservoir. Mmt-332a was requested and the customer response was that the device will be returned.